Event description:
The following is a description of a bd bard rotarex 6fr x 110cm device error that occurred during a procedure, injured the patient, and required additional intervention to prevent harmful damage. Patient scheduled for left lower extremity angiogram with right groin and left distal access; rotarex atherectomy left sfa; left sfa covered stenting; balloon angioplasty left sfa; perclose closure. While doing the atherectomy the wire came out over the device on its own extremely fast as if the device suctions the wire and then an angiogram was done at this stage was noticed that there is damage to the posterior tibial artery where the wire was present and damage to the superficial femoral artery. Different stenting was required to fix the damage caused by the device as well as accessing the artery in two different locations.